Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that so far, no steps were taken to resolve the implanted device moving and difficulties recharging. It was noted that they were still waiting on a resolution and the problem continued.

Event description:
The patient reported that she was unable to charge and it was taking too long. She could not get coupling and was having issues finding the implantable neurostimulator (ins) to maintain the antenna over. Repositioning the antenna and using antenna locate did not resolve the issue. She was able to communicate with another external device. The patient reported that the ins was moving in the pocket and tilted causing difficulties charging. It had also possibly flipped and she noted that the same pocket was used from her primary cell ins for her rechargeable ins. These had been her issues since implant of the rechargeable ins. She intended to talk to her healthcare provider (hcp). There were no associated symptoms. The patient's indication(s) for use were essential tremor and movement disorders.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.